Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a case of rainbow glare one month post lasik procedure of the left eye. Reporter indicated the glare has resolved.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The system history shows no abnormalities that could have contributed to this event. The review shows that the laser was successfully verified prior to the date of treatment. A root cause could not be identified conclusively. Rainbow glare is a known side effect of femto laser flap creation and described in the user manual. (B)(4).